Manufacturer narrative:
The patients experienced the peritonitis on unreported dates in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A group of peritoneal dialysis (pd) patients experienced peritonitis. The causes, treatments for, and outcomes of the peritonitis cases were not reported. No further detail was provided regarding whether any of the patients were hospitalized or if apd therapy was ongoing. No additional information is available.